Manufacturer narrative:
Additional information was added to h6. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a leak at the level of the heat seal chamber. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quality of blood/solution anesthesia/pca infusion sets were cracked which resulted in a fluid leak. The leaks were observed from the drip chamber, and the issue was described as ¿crack/break in ridged set components¿. It was unknown if a patient was connected at the time of these events. There was no report of patient injury or medical intervention associated with this event. No additional information is available.